Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported the patient was having "unusual tremors" on (B)(6) 2019. A rep was called to the hospital ccu on (B)(6) 2019. The patient was intubated and unable to talk. The patient's hcp was aware of the hospitalization and an effort was being made to stabilize the patient and transport him to a different hospital so the hcp could perform a replacement. No stall recovery was noted. No further issues were reported or anticipated.

Manufacturer narrative:
The previously reported patient code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-feb-13, additional information was received by the manufacturer representative (rep). Additional information reported the revision has not been scheduled. The patient only experienced baclofen withdrawal. The patient has been transferred to a different hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen (1,760 mcg/day, 4,000 mcg/ml) via an implantable pump for severe spasticity, intractable spasticity, and spinal cord injury/spinal cord disease. Information received reported a motor stall occurring on (B)(6) 2019 at 4:35 pm. The motor stall was confirmed via the pump logs. The patient had "severe reaction" on (B)(6) 2019 and was taken to the hospital emergency room. Baclofen withdrawal was also reported. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The alarms were cleared and the managing healthcare professional (hcp) was contacted to verbal orders. The pump was updated to minimum rate. There were no reported interventions or actions taken. Surgical intervention had not occurred, but was planned (not scheduled). The issue was not resolved at the time of this report. The patient status was reported as alive - with injury (going through baclofen withdrawal).